Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion at 43.3 cm - 43.4 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.